Event description:
Revision surgery - due to the patient having an infection.

Manufacturer narrative:
Corrected data: manufacturer narrative: the reason for this revision surgery is due to an infection. The in-vivo length of patient service for the implant was 21 days. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. The device history records (DHR) of the devices involved in this event was not provided. Attempts to zimmer-biomet were made to obtain the records needed; however, as of 30-oct-2017, the records have not been made available. To adequately investigate this event, the device history records are necessary. In addition to the device history records, the sterility records are also needed. Furthermore no information regarding cultures identified in the infection and the severity of the infection was not supplied. The root cause of this complaint is a revision surgery do to an infection. There were no findings during this investigation that indicate that the reported device was the root cause or had a direct connection with the patient's infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. Containment based on the information submitted with this complaint it is not possible as the requested records of the devices removed have not been forwarded by zimmer-biomet.